Event description:
It was reported that the defib test does not pass. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy capacitor and therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and therapy pca for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.